Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was feeling unwell before going to work and had unspecified low cgm readings at that moment. The patient self-treated based on the low cgm readings without a bg meter comparison was taken, and the patient went to work. The patient then experienced vomiting, was feeling sleepy, had abdominal pain, and then went to the hospital. A fingerstick was taken at the hospital, the bg reading was 33.0 mmol/l and the cgm reading was 4.5 mmol/l. The patient was administered 10 units of insulin given intravenously and was discharged after spending 3-4 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.